Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via ms&s "caller's wife was given a statlock for use with her nephrostomy tube at the hospital. The catheter is a cook macloc 12-14fr and the drainage bag is a bd brand. There is an connecting tube/adapter to make the two compatible. His wife is current lyon chemotherapy for cancer. He also notes the catheter seems to twist in the statlock. Response: he did not have the product/lot number, but he did provide number 2403127. I looked up pk2403127 in awhere used report and it appears to be a universal plus, but without a lot number or product number I cannot confirm if it is the correct size. He wants to know if he can purchase another statlock from us. Identified vupd1214 as this statlock stand alone. He would like one he could put around the tubing rather than the catheter. Described the multipurpose statlock and he pulled it up online to view it. He was able to google some vendors for this product."